Manufacturer narrative:
No conclusions can be made since the product was not returned to dornier medtech america and limited information was provided by the customer in reference to the complaint event. Device not returned to manufacturer.

Event description:
"Reusable fibers are explodes [sic] after 2 or 3 uses. The fiber breaks always at the connection point."

Manufacturer narrative:
Unable to determine root cause of failure. No conclusions can be made since the device returned was incomplete and in a condition that could not be fully evaluated.

Event description:
"Reusable fibers are explodes [sic] after 2 or 3 uses. The fiber breaks always at the connection point."